Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15863. It was reported that the patient presented remotely via merlin.net review of transmission revealed the right atrial lead exhibited noise. The patient also received atp during the episode, but it does not appear to be caused by noise. There were no reported symptoms. No further information was provided.